Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation of device found evidence that failure mode was due to improper torque. Dimensional evaluation found component to be within appropriate design specification.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Expiration date - unknown; manufacture date - unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent a revision ankle arthrodesis of competitor products on (B)(6) 2012. During the nail insertion the connecting bolt pulled away from the nail and resulted in the targeting jig and the targeting arm to separate from the nail. As a result the surgeon had to drill free hand two additional holes to correct the alignment to complete the procedure.